Event description:
The device was used during a sub total gastrectomy procedure. Reportedly, the instrument partially fired. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.